Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedure, the burs are breaking inside the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. This record addresses one of the bur breaks.

Event description:
It was reported, that during a surgical procedure. The burs are breaking inside the attachment. It was also reported, there were no delays and no adverse consequences as a result of this event. It was further reported, that the procedure was completed successfully. This record addresses, one of the bur breaks.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text: device not available for return.